Event description:
Healthcare professional (hcp) reported that patient was injected with one syringe of an expired juvéderm volbella® xc in the lips. Approximately three weeks after, the patient was seen for follow up with no complaints. About two months post injections, the patient called the office stating they were experiencing ¿balls on my upper and lower lip possible granulomas and persistent swelling.¿ the following day the patient said their lips are ¿now felt hard.¿ the patient was instructed to take ¿benadryl or zyrtek and suggested them come into the office for a consult which patient declined.¿ five days later the patient reported ¿I drank alcohol last night and woke up this morning with more swelling and went to urgent care and was administered a steroid injection.¿ the following day, the patient went to ¿the office with swelling to upper and lower lip and was prescribed prednisone. Hylenex® was administered (2cc's on top and 2 cc's on bottom) as well as a decadron injection and a IV drip of myers cocktail for immunity. Two days later, the patient stated "swelling is worse". Seven days later, the patient went back to the office and was administered hylenex® (1cc on top lip and 1cc on bottom lip). The hcp stated "the swelling would go down and lips would soften while taking steroid but once the steroid was gone the swelling would come back." The syringe has been discarded. The symptoms are ongoing

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.